Event description:
The patient had a pump refill and post refill, developed somnolence. The patient was admitted to the hospital. A cat scan was done and showed multiple subdural hematomas. The patient is taking anticoagulants for a deep vein thrombosis. The hcp is questioning a cerebrospinal fluid leak.